Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "on (B)(6) 2025 and the bag was infusing slower than the channel was programmed. It was estimated that the cytarabine would be starting by 11pm, but the bag was not completed until closer to 6am. Notifie pharmacy on (B)(6) 2025 in evening and (B)(6) in am of delayed chemo delivery. IV pump # (B)(4), channel # (B)(4), channel # (B)(4), and channel # (B)(4). Reference report: mw5169647". There was patient involvement but no harm.

Manufacturer narrative:
Additional information: medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an under infusion was not confirmed through review of the device logs and was not replicated through device testing since they were not provided by the facility. A basic infusion was programmed on (B)(6) 2025 at 9:33 am on pump module s/n (B)(6) at a rate of 40 ml/hr and a volume to be infused (vtbi) of 800 ml. A 55-minute delay was programmed on (B)(6) 2025 at 2:18 pm but was cancelled at 2:50 pm. Then, a 45-minute delay was programmed on (B)(6) 2025 at 4:20 am but was cancelled six (6) minutes after. The infusion was completed on (B)(6) 2025 at 11:11 am and transitioned to kvo. The device continued to be used with no reported issues or malfunctions until the system was powered off on (B)(6) 2025 at 4:55 pm. The total volume infused between (B)(6) 2025 at 9:33 am and (B)(6) 2025 at 11:11 am was calculated at 999.91 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. External and internal inspection, as well as testing of the suspect devices could not be performed since they were not returned for investigation. The ¿set loading and unloading guide for the bd alaris pump module¿ tipsheet details the steps to properly load an IV set into the pump module. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. No signs of an under infusion occurring or a device malfunction were observed during the review of the logs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "on (B)(6) 2025 and the bag was infusing slower than the channel was programmed. It was estimated that the cytarabine would be starting by 11pm, but the bag was not completed until closer to 6am. Notified pharmacy on (B)(6) 2025 in evening and 4/12 in am of delayed chemo delivery. IV pump # (B)(4), channel # (B)(4), channel # (B)(4), and channel # (B)(4). Reference report: mw5169647". There was patient involvement but no harm.